Event description:
It was reported that during a surgery the blue repair suture tore while shuttling. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update (B)(4) 22-dec-2025: further information was received that a bankart repair surgery was performed. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.